Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-09600. It was reported that patient presented to the hospital with an infection at the implant site of the pacemaker system. It was also noted that the pocket had burst. The pacemaker system was explanted. The patient¿s condition was reported as stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.